Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired during implant procedure. After two leads were implanted, the patient coded. CPR was performed and external shocks saved the patient. The physician elected to implant a new set of leads. When the physician was closing, the patient coded again. Another CPR was performed but the patient expired. The physician suspected that a lead perforation as fluid was aspirated from the pericardium. There was no known allegation from a health professional that suggests the death was related to the implant procedure.